Manufacturer narrative:
Na

Event description:
The account reported that they have had approximately eight "newer" stretchers which they have had to repair due broken spring spacers in the spindle assemblies that resulted in the siderails being unable to latch in an up position.